Event description:
The customer stated the wbc optical count (woc) is running high on patient samples tested on the cell-dyn 3700 analyzer. A patient generated a woc result of 12.2 k/ul and upon repeat on a cell-dyn 3500 back-up analyzer, the woc was 8.1 k/ul. The results from the cell-dyn 3500 analyzer were reported and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: vacuum pressure module. In response to this issue an investigation was completed which included a review of the complaint text, review of labeling, and a review of the complaint trending systems. A field service representative (fsr) inspected and serviced the cell-dyn 3700 analyzer. The cause of the unregulated 9-psi pressure and erratic woc flow was a defective vacuum pressure module. The fsr replace the module and verified the instrument was running according to specification by running several samples and quality controls without any issues. The cell-dyn 3700 system operator's manual, under chapter 10, troubleshooting guide, page 10-58, provides troubleshooting instructions for imprecise or inaccurate woc data. Section 9, maintenance, page 9-19, daily maintenance, provides instructions for auto-cleaning. Page 9-23 provides instructions for cleaning of the shear valve. Page 9-33 provides instructions for woc transfer peristaltic pump tubing replacement procedure. A review of the complaint trending systems was performed for the reported issue for the time period (B)(6), 2008 through (B)(6), 2009. No adverse trends were identified. Based on the investigation, no product issue was identified for the cell-dyn 3700 for the complaint issue. There is no systemic issue with the cell-dyn 3700 product line. This is the final report.